Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model/lot # which is the us list number. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. No defect, deficiency, or malfunction of the peg tube was described by the reporter. There are no anomalies with the abbvie peg tube reported that would contribute to the event. Pneumoperitoneum is a known complication of a peg tube placement. The instructions for use indicate to secure the peg tube, pull on the abbvie peg tube until elastic resistance is felt and keep under tension and abbvie peg tube should remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unspecified date, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. Immediately after the placement of the peg tube, the patient developed pneumoperitoneum. Reportedly, a coelioscopy confirmed the pneumoperitoneum. The physician's two hypothesis about pneumoperitoneum are air insufflation during the procedure and trocar size included in the abbvie peg kit that is larger than the other unspecified manufacturer's peg tube kits.